Manufacturer narrative:
We checked the returned unit and confirmed the ccd module as broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the ift buckled, the nozzle gluing missing, the operation channel leaky, the remote button cut, the u/d pulley wire worn out and the r/l pulley wire rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(ccd module broken).